Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump screen was black. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer fell off from a bike and broke the screen. Customer was advised to discontinue from the insulin pump and revert to a back up plan per healthcare instruction. Insulin pump will be returning for analysis.